Event description:
It was reported that the foot section is not locking. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with serial number and evaluation results provided by customer which identified the foot positioning assembly (abduction) would not lock. Customer sent parts to perform own repair. Customer performed evaluation.

Event description:
It was reported that the foot section is not locking. No adverse consequence or clinically relevant delay in treatment was reported.